Manufacturer narrative:
Patient age is unknown and was requested but not provided. Manufacturer's investigation conclusion: review of the submitted photographs confirmed the reported superficial pump cable damage; however, a specific cause for the damage could not be conclusively determined through this evaluation. The submitted photographs captured a small tear in the jacket of the pump cable near the inline connector bend relief. The underlying armor layer was visible but did not appear to be damaged. No wires were exposed, and the damage appeared to be cosmetic in nature. Rescue tape was applied to the area of damage. The submitted controller event log file contained events from 10mar2024 through 13mar2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 5 of the IFU, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the lvad to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. In the patient handbook, section 4, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact immediately if they find signs of driveline damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3: date of birth is missing. The information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The patient noted external driveline damage on the proximal driveline adjacent to the exit site. The patient used a dremel tool on a handheld project when the arching electricity caused a large bang which potentially damaged the driveline. It was recommended to rescue tape the damaged driveline areas. Related manufacturer reference number: 2916596-2024-01648 (mobile power unit).